Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024 due to bone fracture. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024 due to bone fracture. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient is an alcoholic, has renal failure, is over 300 pounds, and walked extensively post-op against the surgeon's orders. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors could have contributed to the bone fracture, based on the available information, it is likely that the patient's non-compliance contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.